Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose of 5002 mg/dl. The customer offered the troubleshooting for the high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was treated with the insulin pump. The insulin pump will not be returned fir the analysis.

Manufacturer narrative:
(B)(4). The information provided in section b5 date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The correct information has been included with this report.